Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/6 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected the transfer set from the pt line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. Hp reconnected to the setup. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the international affiliate.